Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the affected keyboard had loose connections due to the wire tether was being too tight. A field service engineer reseated the universal serial bus cable to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard was unresponsive to any input, preventing users from removing the medications throughout the day. Customer stated that the required medications were retrieved from medication trays and other station and could cause a potential hazard if the issue occurs in an emergent situation. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard was unresponsive to any input, preventing users from removing the medications throughout the day. Customer stated that the required medications were retrieved from medication trays and other station and could cause a potential hazard if the issue occurs in an emergent situation. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 16191786 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16191786 was performed from 11-may-2022 to 10- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had keyboard issue due to loosen connections. The technical field engineer tried to reinstall driver and suspected it might be hardware issue. A field service engineer found keyboard had loosen connections due to the wire tether was being too tight and reseated the usb cable to resolve the issue. The system functioned as intended after assessed by the technical support specialist and evaluated by field service technician.